Event description:
It was reported that a novum iq large volume pump (lvp) presented an unknown system error and did not start infusion. Approximately 20 minutes after attempting to start infusion, the device displayed an unknown system error. The operator noticed that the volume in the medication bag remained unchanged; the device had not started infusion when intended. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the reported problem was not reproduced. A review of event history log revealed single occurrence of se 21515 upstream sensor failure (uso) low. Flow accuracy test was performed and infused as intended. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.